Manufacturer narrative:
03-feb-2026: complained product will not be not available.

Event description:
Inside mechanism of [oral-b toothbrush] head is cracked and fell apart [device breakage]. Case narrative: consumer via messaging stated that the inside mechanism of the head was cracked and fell apart while using it. No injury was reported. Follow-up 03-feb-2026: complained product was not available as the device was discarded, no findings were available and cause not established. No injury was reported.

Event description:
Inside mechanism of [oral-b toothbrush] head is cracked and fell apart [device breakage]. Case narrative: consumer via messaging stated that the inside mechanism of the head was cracked and fell apart while using it. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.